Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed ise noise alarms, voltage level errors, and abnormal aspiration alarms near the time of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise 1800 module. The customer initially observed that patient sample results were flagged with errors or did not agree with the clinical status of the patients. This prompted the customer to repeat the samples. The repeat values were deemed correct and agreed with the clinical status of the patients. The customer provided an example of one patient sample with discrepant sodium electrode results. The patient sample initially resulted in a sodium value of 66 mmol/l and it repeated as 143 mmol/l.

Manufacturer narrative:
The na electrode lot number was dwa, with an expiration date of 20-apr-2026. The customer performed air purges and sample probe wash maintenance. The customer attempted to re-calibrate, but calibrations failed. The customer was receiving errors indicating issues with voltage level, noise, abnormal calibrator concentration, and abnormal response. The field service engineer found air in some system reagent lines. Tubing was kinked. The electrodes were re-seated. Tubing was un-kinked and re-seated. Reagent priming was performed. Ise checks, precision studies, calibration, and control passed. No more voltage alarms were occurring. The investigation is ongoing.